Manufacturer narrative:
H10 serial numbers of the devices and quantity: (B)(6). G4: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Four (4) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified.

Event description:
This report summarizes 13 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: nine (9) investigations were completed during the period. No product deficiency was identified. A review of the records related to the device model that included labeling, manuals, trending, and risk documentation reviews was performed. Device history record (DHR) could not be done as the serial number was not provided. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.